Event description:
Covidien received information from (B)(4) service center - (B)(6), that while performing investigation on reported customer complaint "blower defect", "black dust" was observed within device. No reported injury or death and no reported change of medical treatment.